Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735772, serial/lot #: (B)(6) work order completed: h3, h6) a manufacturer representative (rep) went to the site to test the navigation system. It was reported that the umbilical cord was replaced. Codes b01, c02 and d02 are applicable. Analysis was also completed for product: 9735772, lot #: 160229. It was reported that the cable was tested on a known good system and it would not power the camera cart. A continuity test revealed several opens in the cable. Codes b01, c02 and d02 are also applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that, while prepping for a case, the camera cart was not connecting and displayed an "unable to connect, contact your it" message. The connections of the umbilical cord were reseated and was rebooted using the main cart power button. The camera cart booted, but went back to the "unable to connect, contact your it". Internal network statuses for camera cart components were reported as unavailable, and there was no communication between the pcoip (pc over ip) card and the camera cart, as indicated by the absence of a green light. The first connection from the umbilical cord to the o-ring was not illuminated, also indicating no communication. Additional information was received at a later time. The umbilical cable was swapped with a known working one and found that the camera cart was able to boot and receive regular video. When the original umbilical cable was used on a known working system, when booting the camera cart it had the same "unable to connect" message and prompted a "localizer not connected" message. There was no patient involved.